Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the health care professional (hcp) saw the patient on (B)(6) 2017. The patient had not used the stimulator in months and was now unable to recharge. Per the patient, they got very busy and just stopped using the stimulator because it always took so long to recharge. It was noted that the previous implantable neurostimulator (ins) recharged much faster than the current ins. It was stated that even though the patient had what they thought was a good connection between the charger and the ins, it took all day to recharge and "probably" never charged until fill due to frustration with the time involved. There were no environmental factors associated with the event that were known at the time of the report. A follow-up appointment to address this issue was scheduled for (B)(6) 2017 for troubleshooting and to use a physician mode recharge (pmr) to wake the ins and charge. The issue was not yet resolved at the time of the report. No surgical interventions were planned or performed. Patient weight and medical history were asked but would not be made available. The patient was alive with no injury and no symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-07-07 reporting that the ins was able to be brought out of over discharge. The manufacturer representative met with the patient on (B)(6)2017 and used the antenna locate (al) feature ten times which work up the implantable neurostimulator (ins) and a regular recharge began. The manufacturer representative instructed the patient to fully recharge the ins and then attempt to use the patient programmer to clear any power on reset (por) message. The patient texted the manufacturer representative that night that the ins was fully charged and the por was successfully cleared. The patient told the manufacturer representative that stimulation was back on and paresthesia was covering the pain areas in the low back and legs like before the over discharge. When the manufacturer representative met with the patient, the charger showed 8 black coupling boxes. It was confirmed with the patient that normally they saw 6-8 coupling boxes. If the patient let the ins get down to 25% or below it would take several hours to recharge. Recharging length expectations were reviewed by the manufacturer representative with the patient and the patient confirmed that it was taking the expected amount of time to recharge. It was recommended that the patient charge at50% if they wanted the charge sessions to be shorter. The patient was going to try recharging when at 50%. This information was confirmed with the health care professional (hcp)/account. No further complications were reported.